Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on 8/15/2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele/rectocele repair, abdominal sacrocolpexy, posterior repair and cystoscopy due to pop.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, stress incontinence, pelvic pain, postmenopausal atrophic vaginitis, exposure of vaginal mesh, full incontinence of feces, urge incontinence, urinary frequency, nocturia, and urgency.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent bladder lavage and cystoscopy on (B)(6) 2013, due to exposure of implanted vaginal mesh and other prosthetic material into vagina, urge incontinence, full incontinence of feces, sui. It was reported that patient underwent implant trial interstim on (B)(6) 2013. It was reported that patient underwent implant of permanent interstim on (B)(6) 2013. It was reported that patient underwent exploratory laparotomy with enterolysis and adhesiolysis, abdominal excision of release sacral colposuspension vaginal mesh ¿ sacral colposuspension, diagnostic cystoscopy on (B)(6) 2014, due to mesh complication, chronic pelvic pain, dyspareunia. No additional information was provided.